Event description:
An error message was reported with the adc device in use with iphone with ios operating system version 16.6. Customer received a "scan error" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat. The customer reported unspecified treatment from non-healthcare professional due to this issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Per smartphone compatibility information, with use of application, the customer's iphone with ios version 16.6 operating system has not been tested for compatibility at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.